Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Event description:
It was reported that a leak occurred during peritoneal dialysis (pd) therapy, during priming. It was reported that leakage was observed at the connection between the cassette and the bag. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.